Event description:
Info received indicates the right foot side rail will not remain latched.

Manufacturer narrative:
The tech found the side rail latch mechanism was broken. He replaced the latch mechanism to repair the bed.